Event description:
A customer contacted beckman coulter inc. (Bci) regarding a no value result with an ind flag for one patient's sample generated by the unicel dxc 600i synchron access clinical system when testing for troponin (accutni). No reports of death, injury or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
It was discovered while troubleshooting that an accutni reagent pack was misloaded and therefore in the incorrect slot of the reagent storage carousel. The customer loaded a new accutni pack and ran qc, which was within range, and then reran the patient and obtained a result of 0.017ng/ml. Service was not dispatched for this event.